Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell and red particles material found on the shell. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified a sharp break. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is a sharp edge break on the posterior side assessed as an unidentified tear opening.

Event description:
Healthcare professional reported left side "separation on left implant and suspect of rupture on internal capsule." Healthcare professional additionally reported "shape disfiguration, sensitivity, and pain" and "capsular contracture" baker grade not provided. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "separation on left implant and suspect of rupture on internal capsule", "shape disfiguration, sensitivity, and pain" and "capsular contracture" baker grade not provided.

Event description:
Healthcare professional reported left side "separation on left implant and suspect of rupture on internal capsule." Healthcare professional additionally reported "shape disfiguration, sensitivity, and pain" and "capsular contracture" baker grade not provided. Device has been explanted.